Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose level at time of the call was 179mg/dl. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.